Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two months post-op the audiologist tried to activate the device. The user stated he could not hear any sound when the device was stimulated directly at maximum levels.

Event description:
Two months post-op the audiologist tried to activate the device. The user stated he could not hear any sound when the device was stimulated directly at maximum levels. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires, for causes not known in detail. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.